Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the left drive wheel keeps falling off and he also believes it is the threads in the motor or the motor is intermittently locking up.